Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noise and oversensing. The patient's pulse generator was also explanted and replaced during the procedure. No additional adverse patient effects were reported.